Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the extension line did not fit and the home patient (hp) could not get the extension line to connect. The hp stated the threads were not long enough. The event occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the reported connection issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.